Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process; however, the customer could only provide details for the cartridge alarms received on (B)(6) 2016. Customer provided images of the cartridge not fitting on completely. Customer reported a blood glucose (bg) level of 600 (mg/dl) and moderate ketones. Customer drank water and reverted to insulin injections for diabetes management.

Manufacturer narrative:
(B)(4).